Event description:
Int'l customer reported, a pt developed a seroma two months following an unspecified surgical procedure. Suture was used to close fascia. No further info was provided.

Manufacturer narrative:
Date sent to the FDA: 06/18/2008. Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-00459 for the other medwatch. The same pt is represented in each medwatch.